Manufacturer narrative:
Corrected data: h4 (the correct device manufacturer date has been provided). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the screen blacking out could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation of b30 error code and screen went black was not confirmed. Sometime after the procedure at the user facility, the electrical contacts of the scope connector were cleaned with gauze moistened with disinfectant ethanol, dried, and reconnected. No problems with the device were reported after the connector contacts were cleaned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the xenon light source had a b30 error code (scope error) and the screen went black. The issue was found during an unknown type of diagnostic procedure. The procedure was completed by changing the scope to a different model. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).